Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation that the motor power on the air pen drive device was too low. It was further determined that the device failed pretest for check external leak tightness and check internal leak tightness. It was noted in the service order that the motor power was too low. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of event was reported as (B)(6) 2018 in error. The date of event was unknown but was known to have occurred in 2018. The alert date were reported as (B)(6) 2018 in error, the correct alert date is (B)(6) 2018. If additional information should become available, a supplemental medwatch report will be sent accordingly.